Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. During the procedure it was observed that the pacemaker header set screw was unable to be tightened. As a resolution the device was not implanted and an alternate nearby was implanted instead on (B)(6) 2024. Patient condition was stable.

Manufacturer narrative:
The reported event of could not tighten the atrial and ventricular leads in the connectors was confirmed. Analysis revealed that non-abbott torque wrenches were used, or the wrenches were used in an incorrect manner. The damage to the setscrews indicates the wrenches were larger than the recommended size. Electrical test and visual test found no anomalies. The cause of the reported event was user related.